Manufacturer narrative:
The device was returned to an olympus repair center for evaluation and the issue was confirmed. The reported issue was found to be caused by a failure of a printed circuit board. The device was repaired and returned to olympus asset inventory. Based on the results of the legal manufacturer's investigation, since the device was manufactured over 6 years ago, it is likely that parts on the printed circuit board deteriorated over time due to long-term use, resulting in failure of the printed circuit board. The printed circuit board substrate carries out the video signal processing, including freeze control, and it is inferred that image abnormality and image freeze occurred due to this failure. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus engineer found that endoscopic image abnormality when the olympus engineer was installing the device sent from the loaner center of olympus at the office of the olympus. Reportedly, the endoscopic image was frozen. Then, the olympus engineer immediately sent the device back to the loaner center. There was no report of patient injury associated with this event.